Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that clear, plastic covering came off one of the jaws during surgery. No patient injury. Site contact has no additional info regarding device and incident.